Event description:
Medical engineering corp. 2317 eaton lane, racine, wi 53404. This product was never mfg by the cooper surgical subsidiary purchased by medical engineering corp, nor was it ever mfg by medical engineering corp.